Event description:
Device 3 of 4. Reference manufacturer reports: 1627487-2011-01826, 01827 and 01829. The patient (B)(6) received her scs system, including an ipg, two percutaneous leads, and two anchors (from the same lot) on (B)(6) 2009 for occipital neuralgia. It was reported that the pt lost (B)(6) over the last 2 years, and her ipg, which is positioned on her left clavicle region, has become loose and floppy. The pt complained of a feeling of tightness with her leads and tenderness over her cinch anchors. Her leads and anchors are positioned in the left occipital region. She reported that the stimulation is still providing good pain relief. X-rays revealed no anomalies to the system. The physician concluded that the pt will require surgery to stabilize the battery, and he plans to explant and replace the leads and anchors. The surgery date is currently undetermined as no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.